Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual and functional testing were performed. One used decontaminated sample was received for investigation without its original packaging. Based on reported issue claiming a leakage in cuff inflation system. Under visual inspection the samples appeared to be in good condition. No liquid inside the inflation system was observed. Therefore, removal of 30cc as described by the customer was impossible. No leak of inflation system was observed therefore the only way the reported liquid would come into cuff was due to user error during use. No trend for similar customer complaints was observed. The root cause of the reported issue was undetermined.

Event description:
It was reported that during the use of the product, the customer had to pull the plunger up to around 30cc to draw air from the cuff while only up to 10cc was needed to do it usually. Also, some water was drawn when pulling the plunger. No patient injury.